Event description:
During the supraventricular tachycardia procedure, a leak was noted. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6 one quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter was primed and a leak was noted from the catheter handle. The fluid lumen was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured lumen tubing and the subsequent leak remains unknown.